Manufacturer narrative:
Corrected implant date: (B)(6) 2021. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular baker grade iii. Device evaluation: visual analysis of the returned device identified, flat creases, weight within specification. After autoclave cycle was identified: bubbles in gel. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. The device was explanted.